Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Updated information in d9.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date involving a bifuse pur standardbore/smallbore w/clave. It was reported that there was a high failure rate of the filter sets leaking, for both the old design and the new design sets. There was no reported patient involvement and harm.